Event description:
It was reported that the cgm displayed error 42. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to perform a pump reset, which resolved the error, and they were advised to wait 20 minutes before starting a new sensor session.